Event description:
The article, "Prognostic value of the TAPSE/PASP-ratio in patients with severe mitral regurgitation undergoing transcatheter edge-to-edge mitral valve repair", was reviewed.This research article is a retrospective single-center experience to evaluate the prevalence of right ventricular-pulmonary artery (RV-PA) uncoupling in a cohort of "real-world" patients who underwent mitral-transcatheter edge-to-edge repair (M-TEER) and its value as a discriminator of long-term survival. The devices included in the study were MitraClip and Pascal. The article concluded that RV-PA uncoupling is a feasible and reproducible parameter which also serves as a marker for advanced congestive heart failure and worse survival outcomes. "[The primary author was Felix Ausbuettel, Department of Cardiology, University Hospital Marburg, Baldingerstraße, Marburg 35043, Germany.]" "[The secondary and corresponding author was Carlo-Federico Fichera, Department of Cardiology, County Hospital Loerrach, Spitalstraße 25, Loerrach 79539, Germany, with corresponding e-mail: Fichera.carlo-federico@klinloe.de.]"This study included patients who underwent M-TEER from 01 May 2014 to 31 May 2023. A total of 158 patients were included in the study, of which an unknown amount received an Abbott device. The median age was 79 years. The majority gender was male. Comorbidities included chronic obstructive pulmonary disease, coronary artery disease, diabetes mellitus, pulmonary hypertension, arterial hypertension, atrial fibrillation, heart failure, and prior stroke.

Manufacturer narrative:
Summarized patient outcomes/complications of MitraClip were reported in a research article in a subject population with multiple co-morbidities including chronic obstructive pulmonary disease, coronary artery disease, diabetes mellitus, pulmonary hypertension, arterial hypertension, atrial fibrillation, heart failure, and prior stroke. Complications reported included Thrombus, Bleeding, Hospitalization/Prolonged Hospitalization, Death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.Literature attachment: Prognostic value of the TAPSE/PASP-ratio in patients with severe mitral regurgitation undergoing transcatheter edge-to-edge mitral valve repair.B2: Death date was estimated.B3: Event date was estimated.D4: The UDI number is not known as the part and lot number were not provided.